Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 of lot number c1798740 was returned to cirl open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 31st may 2021. Kinks were observed on the 2nd and 5th portholes of the pigtail curl on the tapered end of the stent. A 0.035" wireguide did not pass the kinks. Documents review including IFU review: prior to distribution all zebd-7-7 are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records for zebd-7-7 of lot number c1798740 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1798740. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ the japanese packaging insert (c-es0202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is no evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened as it was being loaded onto the wire guide. Additional information received could not confirm the wireguide size that was used with the original device or replacement device. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report being submitted due to completion of investigation on (B)(6) 2021: kinks confirmed. Kink in the pigtail. There have been no adverse effects to the patient reported. (B)(6) 2021, (B)(6): the stent was to be placed in the bile duct. The user started to advance the stent over a wire guide (details unknown), but because the wire guide would not advance through the stent, he retracted the straightener, then noticed a kink in the pigtail. Therefore, another zebd-7-7/c1802685 was used instead with the same wire guide. There have been no adverse effects to the patient reported.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Kink in the pigtail. There have been no adverse effects to the patient reported. Update: 2/jun/2021, (B)(6). The stent was to be placed in the bile duct. The user started to advance the stent over a wire guide (details unknown), but because the wire guide would not advance through the stent, he retracted the straightener, then noticed a kink in the pigtail. Therefore, another zebd-7-7/ c1802685 was used instead with the same wire guide. There have been no adverse effects to the patient reported.